Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has confirmed that the can h and +5v wires of the trunk cable were damaged. The root cause for damaged trunk was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.